Event description:
It was reported from (B)(6) by medical staff that a patient experienced the controller changing power ports while ambulating outside of the outpatient center. The controller was exchanged; there were no reported clinical consequences or impact to the patient. All batteries were also exchanged from facility stock. No additional information was provided. This is report 1 of 3.

Manufacturer narrative:
The controller ((B)(4)) passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the log files reveals a critical battery alarm and several switching events prior to the 25% threshold. The critical battery alarms and premature switching events are most likely due to communication anomalies between battery and controller. This issue is being addressed by an action investigation by the company. This is one of three reports (3007042319-2015-01022, 3007042319-2015-01023 and 3007042319-2015-01024) submitted for devices related to the same event.

Manufacturer narrative:
Log file analysis reviewed on (B)(4) 2015: (B)(4)- normal power consumption; 4 low flow alarms have been logged since (B)(6) 2015. The current low flow alarm limit is set to 2.5 lpm. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-01022, 3007042319-2015-01023 and 3007042319-2015-01024) submitted for devices related to the same event.